Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal end. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was initially reported that during a da vinci sigmoid resection procedure, the permanent cautery hook instrument could not be steered correctly. The planned procedure was converted to laparoscopic. On december 1, 2015, intuitive surgical, inc. (Isi) obtained additional information regarding the complaint. It was reported that in certain positions the cable bows on the instrument. The instrument was replaced during the procedure. Follow up confirmed that most of the procedure was completed with the da vinci surgical system but due to patient's anatomy the last part of the procedure was completed traditional laparoscopic. There was no patient harm, adverse outcome or injury reported. There were no reports of any fragment(s) falling into the patient.